Manufacturer narrative:
(B)(4). The patient is a user of the continuous glucose monitoring system which is being reported under MFR# 3004753838-2015-85356. The patient is also a user of the animas vibe system which is being reported under MFR# 3004753838-2015-85357.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.